Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests the most probable cause of the detached c-cover was likely the result of stress and expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cysto-nephro videoscope exhibited a detached c-cover. There was no patient involvement, and no harm was reported as a result of the event.